Event description:
It was reported that a patient presented in-clinic. Upon interrogation, the patient's right atrial (ra) lead was found to have far-r wave over-sensing, which revealed ra lead dislodgement. Fluoroscopy performed on (B)(6) 2021 during the lead explant procedure confirmed that the ra lead was dislodged. The ra lead was explanted and replaced on (B)(6) 2021. The patient was stable throughout and no adverse consequences were reported.